Manufacturer narrative:
The customer¿s report that the tip of the male connector broke off inside a needleless connector was confirmed. Visual inspection including magnification showed that the male luer tip of the set was broken off in a jagged manner. No tool marks were observed. Functional testing was not performed due to the breakage. The root cause of the male luer break is excessive force having been applied to the male luer as indicated by the jagged break.

Event description:
The customer reported that the tip of the male connector broke off inside a needleless connector on the patient's central line while infusing an unknown antibiotic, and caused a back flow of blood to leak. The connector was the only part of the device that needed to be replaced. The patient developed a central-line associated blood stream infection within a day or two of this incident and the customer does not know if it was related to this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tip of the male connector broke off inside needless connector on the patient's central line. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 3m curos caps.